Manufacturer narrative:
Eval: our eval of the returned device confirmed the report. The outer coating has peeled back 1.5cm, exposing approx 2cm of the core wire near the distal end of the wire guide. Approx 1.5cm of the coating is missing. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conclusively determine a cause for this observation because the actual use conditions could not be duplicated in the lab setting. However, we can provide the following comments: the info provided in the report indicated proper flushing techniques were utilized. The instructions for use for this product line instruct the user to flush the wire guide prior to each exchange. This activity will aid in optimal performance of the hydrophilic-coated wire guide. Failure to flush the wire guide can result in damage to the device, such as wire guide coating detachment. Resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives pressure due to resistance caused by the pt's anatomy, this can contribute to wire guide coating damage. Corrective actions: no corrective action warranted at this time because this observation may be use and/or procedure related. Prior to distribution, all tracer metro wire guides undergo a visual inspection to ensure device integrity.

Event description:
During an ercp procedure a cook endoscopy tracer metro direct wire guide was used. Two to 3 centimeters of the outer coating peeled back on the tip of the wire guide, exposing the inner wire. A small portion of the coating detached in the pt's duct. An extraction balloon was used to remove the detached portion of the coating from the duct. The pt did not require further medical treatment due to this occurrence and was reported to be fine.